Manufacturer narrative:
H3: product analysis found visually, the shaft was broken 1.98 inches (from the break point to the proximal end of the shank) upon return. Under magnification, there was a yellowish residue near the break point and the shank. The outside diameter of the shank shall be 0.0923 ± 0.0003 inches, and the actual measurement was 0.0926 which was in specification. The lip of the shank shall be 0.059 ± 0.001 inches, and the actual measurement was 0.060 inches which was in specification. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that indigo attachment has broken bur inside. There was no patient impact.